Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported an energy error occurred at the beginning of a treatment despite the optics just have being replaced. The error was confirmed and treatment was continued. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
Most possible root cause could be a worn sensor. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
During an onsite visit the fse (field service engineer) performed a pm (preventive maintenance), aligned beam profile and found device met specifications. No technical root cause was identified, fse found device to be within specifications. The manufacturer internal reference number is: (B)(4).